Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to correct the issue. The system was tested and verified as ready for use. Isi did not receive the product involved with this complaint to perform failure analysis.

Event description:
It was reported that prior to starting (post-anesthesia, no ports placed) of a da vinci-assisted surgical procedure, the nurse contacted the technical support engineer (tse) during draping and reported the customer experienced error 23138 on universal surgical manipulator (usm) 1. They had rebooted but error returned. The tse confirmed error in logs pointing to a motor encoder on usm1 and guided through reboot with an emergency power off (epo) but the error returned. Tse explained the option of deactivation of usm 1. There was no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The universal surgical manipulator (usm) was evaluated by the failure analysis (fa) team. During failure analysis, the reported error 23087 was confirmed in lighthouse but not replicated during fa. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed and tested onto our golden system with no errors or faults triggered related to the reported problem. Lighthouse showed multiple error 23087 in the field. The hall edge to encoder error p1 value points to usm_d4 in the carriage. Opened up the carriage unit to inspect any damages or contamination. The rotor assembly and instrument sterile adapter (isa) sensors have no dust debris. Based on these findings, fa identifies that the d4 rotor and isa to be the potential root causes for the reported event.